Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
A miniarc single-incision sling was implanted, "to treat her pelvic organ prolapse and stress urinary incontinence;" the date of implant was not provided. Plaintiff's attorney alleges plaintiff had a "negative immune response," that promoted "inflammation of the pelvic tissue" and contributed to "serious adverse reactions," and she had "extensive medical treatment, including, but not limited to, operations to locate and remove the products, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia." Also alleged, "as a result of having the products implanted in her, plaintiff has experienced physical pain and suffering, has sustained permanent injury, has undergone medical treatment and corrective surgery and hospitalization, " along with "permanent bodily injuries and significant mental," and other damages.